Event description:
The reason for call was patient reporting that their stimulator does not work and it quit working. Agent tried to ask clarifying questions (the pt seemed very confused on the call). Pt stated they have been trying to charge the ins all week since sunday and 'it won't come up at all'. Pt added that they saw a screen that said recharge not available which they have never seen before. The pt then stated that 'it is working'. Pt saw controller at 100% and ins in red recharging excellent on the call. Agent did not gather serial numbers as agent did not want to interrupt the ins charge. Pt then stated that the hcp retired and they are being bounced around from doctor to doctor. Agent recommended to continue charging the ins and can call back if issue doesn't resolve. See rd's mr for omitted information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.